Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try several button press techniques and to connect pump to a known working power source, but pump display still did not turn on, so technical support arranged replacement pump under warranty, provided instructions for backup insulin therapy with injections and for using storage mode, and instructed customer to return problematic pump within 10 days and to set up pump settings and continuous glucose monitor on replacement device.